Event description:
The customer did not mention harm of diabetic ketoacidosis or blood glucose of 400 mg/dl. Blood glucose level at the time of the incident was 430 mg/dl. Other blood glucose was 434 mg/dl. Customer did not treat the blood glucose at the time of the call.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected pump error 23, pump error 49, pump error 68, or pump error 63 alarms were noted however, pump error 63 alarm is confirmed in the downloaded history file due to broken pin trace at on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin pump had multiple insulin pump error alarm. Blood glucose level at the time of the incident was 430 mg/dl, 434 mg/dl and 400 mg/dl which was treated with injection and insulin pump. The customer also stated that they did not allege insulin pump was under delivering. Customer stated that auto mode feature was not active. Customer stated that they were able to clear the alarm and was able to rewind the insulin pump. Customer was performed self test and they received hardware low level failures. The insulin pump will be returned for analysis.